Event description:
Philips received a complaint on the defibrillator indicating that the self check test failed and device prompted power failure. There was no patient involvement.

Manufacturer narrative:
(B)(6).